Manufacturer narrative:
Additional devices associated with this event include: (B)(4). A review of the manufacturing and sterilization was unable to be conducted as the device lot number was unavailable.

Event description:
On (B)(6) 2015 this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure with reported issues achieving hemostatis of the left groin access site. After removal of a gore® dryseal sheath, proglide sutures were tied down, but brisk bleeding persisted. A third proglide was deployed, however it did not resolve the bleeding. A cutdown was performed to achieve direct closure. The physician reports there were no access issues or reported deficiencies of any of the gore devices. On (B)(6) 2015, wound dehiscence and infection of the left groin incision was determined. On (B)(6) 2015, the patient underwent a surgical repair and drainage of the incision and sartorius flap with vacuum-assisted wound closure. The patient tolerated the procedure; the cause of the infection is unknown.